Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found bubbled and delaminated downstream occlusion (dso) sensor seal. This device has not been in for service in the past 12 months. Primary problem was verified by visual evaluation with the being a bubbled and delaminated dso sensor seal. Replaced the downstream sensor seal to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has a bubbled and delaminated downstream occlusion sensor seal. The event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.